Manufacturer narrative:
Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the tamper tube went all the way through into the vessel, and it seemed like there was no anchor in place so the collagen was pushed into the artery. They were able to trap the collagen in the sfa (superficial femoral artery) against the artery wall with a stent and patient did well. The patient condition was good and the procedure outcome was good. Additional information was received on 3/10/2018: it was reported that the collagen was not retrieved but they were able to trap in with a stent against the sfa (superficial femoral artery).